Event description:
During the atrial fibrillation procedure, a blood leak occurred due to the valve during purging of the introducer. The introducer was changed and the issue was resolved with no adverse patient consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.